Manufacturer narrative:
Unit cracked keypad overlay. Unit passed displacement test, sleep current measurement test, active current measurement test and self test. Hardware low level failure alarm was present in the pump trace download due to broken trace at u1 pin 6/sda on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure. Customer also reported cracked pump case in keypad middle button. Customer states self-test was passed and its fine to use. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.